Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's artery became damaged by the introducer either at the time of puncture or during dilation. Once the introducer was removed, astriction was needed for one hour and the bleeding ceased. No further patient complications have been reported as a result of this event.